Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead. The patient heard the lead alert and went to the hospital. The lead had oversensing of noise and high undefined impedance in the rv coil and superior vena cava (svc) coil. The lead was suspect of a fracture. X-ray taken of the lead was unable to determine where the fractured had occurred. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.